Event description:
It was reported that during treatment with a prismaflex control unit, the device was observed to very unstable and wobbly further described as one of the wheels appeared to be either broken or missing causing the machine to wobble significantly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional initial reporter phone no. : (B)(6). Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.